Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function¿ -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to a clogged nozzle. In addition to foreign material clogging the nozzle, the additional evaluation findings were as follows: the angles wires were stretched, the bending section cover had adhesion chipping and cloudiness, there was objective lens adhesion cloudiness, light guide lens adhesion cloudiness, probe cover scratches, and light guide corrugated tube wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, there was water flow issues. The issue occurred during the intended procedure and the subject device was inspected prior to use. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.